Event description:
It was reported that during startup, the cs300 intra-aortic balloon pump (iabp) units screen is not coming on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup, the cs300 intra-aortic balloon pump (iabp) units screen is not coming on. There was no patient involvement

Manufacturer narrative:
Corrected fields: d5, h6(health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that unit was used for a trade in before repairs completed. He replaced datasettes and pcb iabp main board. Please close.